Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was multiple back operations and spinal pain. The patient had the pump for failed back syndrome. The date of the event was late (B)(6) 2016. It was reported the pump had become detached. The patient lost a significant amount of weight. As he lost weight the soft tissue sagged and the morphine pump started to flip and was sagging. The patient had difficulty going to sleep because the pump sagged and sat on the flank area. The patient had surgery on (B)(6) 2016 for revision of the pump. The pump was moved to a different location and a mesh pouch was implanted in a new incision. An incision was made medial to the pump just above the umbilicus overlying the rectus sheath. The physician made a three inch incision over the pump site. The incision was deepened through the subcuticular area and subcutaneous area, developed a subcutaneous pouch and identified the anterior rectus sheath. The physician delivered the pump and washed it with saline. The pump was disconnected. The physician performed a pull through into the tubing with its connection. The tubing was reconnected. The internal tubing was aspirated and the pump was reprogrammed to deliver a bolus to accommodate for all the contents that were pulled from the internal tubing. The ¿programmer¿ was placed in a pouch where all the excess remnant tubing was coiled underneath. The pouch was placed on the anterior rectus sheath. Six sutures were placed circumferentially, four through the pouch and the earrings of the pump and two independent of that using 0 non absorbable suture in the form of ethibond. Meticulous hemostasis was obtained and the incisions were closed in layers; subcutaneous, subcuticular and skin. The operation went extremely well. The patient tolerated the procedure well. The patient was currently taking 0.750 mg/day of preservative free morphine. On (B)(6) 2016, the patient followed up with the healthcare provider. The patient was status post intrathecal pump revision. The patient stated that overall he felt well and that his pain control was excellent and well controlled. The patient presented to the office wearing a back brace. The patient had to wear an abdominal binder, it might be in for six weeks so it could get appropriate scarring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.